Event description:
Approx one month after the procedure, the customer contacted egs and reported that the pt's procedure went well even though he was a heavy bleeder. The customer also reported the pt's gerd was gone. But immediately post-operatively, the pt experienced chest discomfort. The pt was admitted the same day, tests were conducted and a loculated serosanguinous pleural effusion was discovered in the left chest cavity. A pigtail, chest tube was inserted and 1100ccs of fluid was removed. The chest tube was in place for 4-5 days and broad-spectrum antibiotics were administered. The pt was discharged after a one week stay. The doctor reported that the pt continues to recover and is taking oral antibiotics to ensure a complete recovery. There was no allegation of device malfunction. Location of, and the type of resulting medical problem would indicate placement of a fastener above the diaphragm, with the condition exacerbated by the pt's less than normal blood clotting ability.

Manufacturer narrative:
Findings: dr. (B)(6) stated there was no device malfunction, but since performing the procedure met the criteria of causing or contributing to an injury he brought it to the company's attention. He stated a contributing aspect to this incident was that the pt bled quite a bit throughout the procedure, even though he wasn't on blood thinners or aspirin. The procedure was delayed several times to clamp the tissue mold around a bleeder to assist in the clotting process. The serosanguinous fluid was an indication that bleeding associated with tissue puncture and fastener deployment during the procedure was very high and could possibly account for the large volume of fluid in the pleural sac. No assignation of a specific root cause is possible, other than a possible high placement of a fastener above the diaphragm that would allow fluid into the loculated pleural sac.